Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the reported problem that flex vision pc start up error. Upon troubleshooting, fse found the flex vision pc and hard drive issue. To resolve the problem, fse was replaced the flex vision pc and hard drive and return the part for further analysis, but no failure is found. After repairs were completed, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to initialize. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.